Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a celsius electrophysiology catheter and experienced catheter recognition issues with carto; furthermore, device could not apperceive electrocardiogram signals. Follow up investigation was performed to clarify the event and it was noticed that the loss of signal was on all intracardiac and bodysurface signals. Also, it is unknown if loss of signal was observed on carto and recording system as well as if there was any available signal to monitor patient¿s heart rhythm. This event is being reported conservatively since bwi can¿t assure that physician had available signal to monitor heart¿s rhythm and the lack of cardiac rhythm monitoring while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that a patient underwent a procedure with a celsius electrophysiology catheter and experienced catheter recognition issues with carto; furthermore, device could not apperceive electrocardiogram signals. Follow up investigation was performed to clarify the event and it was noticed that the loss of signal was on all intracardiac and bodysurface signals. Also, it is unknown if loss of signal was observed on carto and recording system as well as if there was any available signal to monitor patient¿s heart rhythm. This event is being reported conservatively since bwi can¿t assure that physician had available signal to monitor heart¿s rhythm and the lack of cardiac rhythm monitoring while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 15740023m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)